Event description:
The customer reported via phone call indicating that the insulin pump was exposed to fluid. Customer's blood glucose was unknown mg/dl. The customer stated that he jump into pool with the device. Customer was advised to discontinue use of the device and revert to a back up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had corroded electronic and motor assemblies. The insulin pump was also received with light moisture damage to the keypad traces. The insulin pump was received with minor scratches on the display window, missing end cap sticker and a cracked case at the display window corners.